Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report that the implantable cardioverter defibrillator (ICD) implant site is ¿red and inflamed and feels like it is burning underneath¿. A follow up with the patient¿s healthcare provider yielded that the patient developed a hematoma at the device implant site. The patient was treated for the hematoma. The device was checked and showed normal functionality. The device remains in use. No further patient complications have been reported as a result of this event.